Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). Operative report. Preoperative diagnoses: pregnancy at 39 weeks and 5 days. Large obstruction lower uterine segment fibroid. Postoperative diagnoses: pregnancy at 39 weeks and 5 days. Uterine fibroid approximately 20x22 cm of the right lower uterine segment. Procedure: classical cesarean section. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnoses: intrauterine pregnancy at 39.1 weeks gestational age. History of classical cesarean section x 1. History of large uterine fibroids. Spontaneous rupture of membranes. Desires permanent sterilization. Postoperative diagnoses: intrauterine pregnancy at 39.1 weeks gestational age. History of classical cesarean section x 1. History of large uterine fibroids. Spontaneous rupture of membranes. Desires permanent sterilization. Extensive adhesive disease. Procedures: repeat classical cesarean section via pfannesnstiel incision. Extensive lysis of adhesions. Anterior myomectomy. Bilateral tubal ligation via parkland procedure. ??/??/??: [missing records: records for the CT scan showing ¿some recurrent ventral hernia with incarcerated omentum¿ were not provided.] (B)(6) 2011: (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: recurrent incarcerated ventral hernia. Procedure: open ventral hernia repair, primary. Indications: the patient is a 37-year-old female who had an incarcerated umbilical hernia about 6 months ago, repaired by a physician at emery health care. She presented to my office with a history of abdominal pain, an intermittent bulge with pain, especially after eating. On exam she had a palpable 4 x 4 cm bulge in the periumbilical area just above the umbilicus. A CT scan was performed when she presented to the ER and it showed some recurrent ventral hernia with incarcerated omentum. I recommended repair and said I could get the patient scheduled within 24 hours. She, however, said she could not do the surgery at that time and asked to be scheduled electively, so I scheduled her for the next available date which was 07/05/2011. The risks and benefits were discussed in detail. Consents were obtained and placed on the chart. Risks and benefits included, but not limited to the possibility of bleeding, infection, injury to an abdominal structure, recurrent hernia and need for further surgery. She agreed. Consents were placed on the chart. Operative report: ¿the patient was taken to the operating room, placed on the table in the supine position, given general anesthesia without any difficulty, prepped and draped in the standard surgical fashion. A midline incision was made about 5 cm above the umbilicus and just to include the umbilicus from her previous repair. The subcutaneous tissues were divided with bovie cautery. Upon dividing the subcutaneous tissue the herniated sac was immediately visible. I circumferentially excised around the sac and opened the sac. There was some incarcerated omentum present that was not ischemic. No bowel present. The inflamed omentum was then excised and passed off the table, not to be sent for specimen. The hernia sac was circumferentially excised and then passed off the table. The patient is an obese female, her fascia is somewhat attenuated but still appeared viable enough for primary repair. So I first closed the recurrent umbilical hernia with a 0-vicryl and I then closed the ventral hernia with a running looped pds. The subcutaneous tissues were approximated with 3-0 vicryl. The skin was closed with staples. A sterile dressing was applied.¿ specimens: none were sent. ¿there were no complications.¿ ??/??/??: [missing records: records for the CT scan showing ¿some colon present in the hernia, but no evidence of incarceration¿ were not provided.] (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: left ovarian cyst. Chronic pelvic pain. Menometrorrhagia. Ventral wall hernia. Postoperative diagnosis: left ovarian cyst. Severe abdominopelvic adhesions. Chronic pelvic pain. Menometrorrhagia. Ventral wall hernia. Procedure: diagnostic hysterectomy. Dilation and curettage. Exploratory laparotomy. Left oophorectomy. Lysis of adhesions. The ventral wall abdominal repair per general surgery. (B)(6)2012: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: ventral hernia repair with stratus mesh 16 by 10 cm. Bilateral myofascial releases. Lysis of adhesions. Indication: patient is a 38-year-old female with a history of recurrent ventral hernia. This is the third recurrence. She had a CT scan which showed there was some colon present in the hernia, but no evidence of incarceration. She has chronic abdominal pain, so I recommended that we repair it at this time. We are going to repair it with mesh. She agreed. Consents were obtained and placed on the chart. Operative report: ¿patient was taken to the operating room, placed on the table in supine position, given general anesthesia without any difficulty. She first underwent a surgery with dr. Chapman, her ob/gyn. After completion of their surgery, the patient was then prepped for abdominal surgery. Her previous midline incision was opened and the subcutaneous tissues were divided. The patient has an obese abdomen with a thick layer of loose, fatty tissue. I went in the middle of the hernia sac because I knew it was reduced. There were no incarcerated intestines. Upon entering, the hernia sac was approximately 10 x 10 cm circumferential. There was no incarcerated bowel, but there was some adherence of the colon to the hernia sac superiorly. So lysis of adhesions was performed. After doing so, the entire stent hernia sac resected in a circumferential manner using bovie cautery. The abdominal contents were placed back in a normal anatomic position. The stratus 16 x 10 cm mesh was then obtained. The mesh was then secured to the abdominal wall in a circumferential manner using interrupted u stitch sutures. This allowed a 2-cm overlay of the mesh to the fascia. Prior to doing this however, the subcutaneous tissue and skin flaps were elevated to the area of the fascial edge, and this was done on each side. The fascia was then released with bovie cautery along the length of the entire abdominal wall down to the level of the external oblique muscles. This was done on bilateral sides. This allowed the fascia to approximate a little bit closer and for the mesh to have an adequate area for suture. Then the mesh was secured in the fashion discussed above. After doing so, I then closed the overlying fascia on top of the mesh with interrupted 0 ethibond suture. I placed a jp on the abdominal wall. I then excised the redundant skin and fatty tissue, and then I closed the subcutaneous tissues with 3-0 vicryl, closed the skin with staples. A sterile dressing was applied.¿ specimens: abdominal hernia sac and abdominal fat and subcutaneous tissue. (B)(6) 2012: (B)(6). Site: abdomen. (B)(6) 2012: (B)(6) pathology report. Accession #: (B)(6). Final pathologic diagnosis: hernia sac, excision: hernia sac with granulation tissue and fibrosis. Clinical history: hysterectomy, exploratory laparotomy, hernia repair. Specimen received: hernia sac. Gross description: specimen d is received in formalin labeled with the patient¿s name, medical record number and ¿hernia sac¿ on the container and consists of multiple fatty soft tissue fragments, collectively 16.0 x 16.0 x 4.5 cm. It is lined by wrinkled fibromembranous tissue. Representative sections are submitted in cassette d1. ??/??/??: [missing records: records for the CT scan showing ¿2 other hernia sites with bowel present but no evidence of incarceration or obstruction¿ were not provided.] (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral hernia, status post mesh. Postoperative diagnosis: recurrent ventral hernia, status post mesh. Procedure: ventral hernia repair with dualmesh. Indication: the patient is a 39-year-old female who presents with a recurrent ventral hernia after having a hernia repair with strattice mesh. She had a repeat CT scan to evaluated abdominal pain and bulging, which indicated 2 other hernia sites with bowel present but no evidence of incarceration or obstruction. She was scheduled for an elective repair. At this point, she has had 1 primary repair, 1 repair with strattice mesh, and both have failed, so I recommended that we place in a permanent mesh, so dualmesh. The risks and benefits were discussed in detail. Consents were obtained and placed on the chart. Operative report: ¿the patient was taken to the operating room, placed on the table in a supine position, given general anesthesia without any difficulty, prepped and draped in a standard surgical fashion. She is an obese female who recently had a pregnancy in which she gained even more weight, which is most likely the sourced of her very thinned-out fascia. I opened her previous midline laparotomy incision. The subcutaneous tissues were divided with bovie cautery. I just had to dissect down until I got to the area of the hernia sac. It was very difficult to delineate true hernia sac from the remnants of the strattice mesh, so what I did was just circumferentially excise the remaining strattice mesh along the periphery and elevated it up. There was some large bowel in 1 of the hernia sacs, which was easily reducible. Once I elevated the mesh/hernia sacs, just like I said, it was not able to be delineated. I passed it off the table. Looking at her abdominal cavity, all of the abdominal intestines were without evidence of incarceration or strangulation. There was a small amount of adhesions of omentum in the left lower quadrant, which I transected. It was amazing that she never had an internal hernia based on the way this omentum had adhesed with crossing over a loop of small intestines. After performing lysis of adhesions, I looked at the abdominal wall. She already had a bilateral fascial release with her last surgery. Basically, the entire abdominal wall was thinned-out, so I basically had to secure the mesh to the outlying scar tissue and tether the fascia, including some of the muscle of the lateral obliques. So I used a 16 x 16 portion of dualmesh, placed it into the abdominal cavity. I secured it circumferentially with interrupted u sutures. After doing so, I made sure that there were no spaces in between the mesh and the abdominal wall, and I then placed a number 10 jp on top of the mesh. I then closed her remaining tattered fascia with interrupted 0 vicryl sutures. I then approximated the 6 inch layer of adipose tissue for her subcutaneous tissue with interrupted 3-0 vicryl and then closed the skin with staples. A sterile dressing was applied. The patient was awakened from anesthesia, transferred to the recover room in good condition.¿ specimen: none was sent. (B)(6) 2013: (B)(6). Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number 1dlmcp06. Lot batch code 8251702. W.l. Gore & associates. Implant record. Site: ventral abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8251702) was implanted during the procedure. (B)(6) 2013: [missing records: an operative report detailing the ¿incidental appendectomy¿ was not provided.] (B)(6) 2013: (B)(6) . Pathology report. Accession #: (B)(6). Final pathologic diagnosis: appendix, appendectomy: no diagnostic abnormalities. Clinical history: ventral hernia repair; exploratory lap, incidental appendectomy. Specimen received: appendix. (B)(6) 2013: (B)(6). Lab. Wbc 12.9 high. ??/??/??: [missing records: records for the CT scan showing ¿additional hernias that had developed lateral to the mesh as well as a fluid collection in the left lower quadrant, and a fluid collection around the mesh, possibly intra-abdominal¿ were not provided.] (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: abdominal wall and possible intra-abdominal abscess around mesh, and additional ventral hernias. Postoperative diagnosis: abdominal wall and possible intra-abdominal abscess around mesh, and additional ventral hernias. Procedure: incision and drainage of abdominal wall seroma and left lower quadrant paramedian ventral hernia repair with circu tissue mesh. Indication: patient is a 39-year-old female with a history of recurrent abdominal ventral hernias. She had her last surgery in (B)(6) 2013. On (B)(6) 2020, patient started having abdominal pain out of the blue with severe pain, nausea and vomiting. I told her to go to the emergency room where she obtained a CT scan of the abdomen. The CT scan showed that the patient had additional hernias that had developed lateral to the mesh as well as a fluid collection in the left lower quadrant, and a fluid collection around the mesh, possibly intra-abdominal. There was some rim enhancement, so possible abscess versus infected seroma or just seroma. With these findings, I recommended that we proceed with abdominal wall drainage of fluid collections. With the patient having this many recurrent hernias, I told her that she would most likely need to get a permanent mesh. If there is infection in the wound bed, then we cannot place any mesh at this time, so we will not do any hernia repairs unless absolutely necessary, meaning that I got into the abdominal cavity in the process draining these fluid collections. We will most likely either leave the wound open if there is an abscess present for wet-to-dry dressings, or possible wound vac. The risks and benefits were discussed in detail. They included, but not limited to, the possibility of bleeding, recurrent infections, recurrent hernias, injury to an intra-abdominal structure, need for further surgery. She agreed. Consents were obtained and placed on the chart. Operative report: ¿patient was taken to the operating room, placed on table in a supine position. Given general anesthesia without any difficulty. Prepped and draped in standard surgical fashion. She is an obese female. She had a large area of induration along the superior aspect of her wound above her umbilicus. That is where her maximum point of tenderness was as well, so I elected to open up the previous incision. Subcutaneous tissues were divided with bovie cautery. Immediately there was a bunch of fused mesh and cellular matrix which had developed with the biological mesh present. During the dissection along the left lower quadrant of this area, there was some ballooning which indicated some fluid, so I incised that area which was a recurrent hernia sac, and there was some free fluid that was present. This fluid appeared clear. It was not turbid or frank abscess, but I cultured it any way. I was able to gain access to the abdominal cavity through this ventral hernia. I placed the suction device in the wound. There was no obvious abscess fluid suctioned from the intra-abdominal cavity. This was a left lower quadrant paramedian ventral hernia defect which was approximately maybe 5 x 5 cm in size. Because there is a risk of infection, I elected to not proceed with any major abdominal wall reconstruction requiring permanent mesh. I decided to just deal with the ventral hernia that was present at the time with a biological, so I used a 6 x 6 cm circu umbilical mesh. I placed it into the ventral hernia cavity. I secured the mesh to the scar tissue ridge on either side of it. I then placed a #10 jp in this area. I then closed the surrounding scar tissue over the incision with interrupted 0 ethibond suture. Cleaned the wound with peroxide, closed the skin with staples.¿ specimen: just the culture sent. ¿now this surgery was done knowing that the patient will need a definitive ventral hernia repair, and possible abdominal wall reconstruction with permanent mesh, so this is a temporizing procedure because patient was not ready to commit to that size surgery requiring extensive hospitalization, so we will deal with the major reconstruction in about 6 months.¿ (B)(6) 2013: (B)(6). Implant record. C. Quri v-patch. Manufacturer: atrium medical corporation. Site: abdomen. (B)(6) 2013: (B)(6). Microbiology. Body fluid culture. Final report: no growth aerobically or anaerobically. ??/??/??: [missing records: records for the CT scan showing ¿a large ventral incisional hernia, which was incarcerated¿ was not provided.] (B)(6) 2015: (B)(6). Operative report. Procedure: exploratory laparotomy. Repair of recurrent incarcerated ventral incisional hernia. Placement of xenograft mesh. Mobilization of musculofascial flap, bilateral. Small bowel resection. Excision of excessive skin, bilateral. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia. High-grade small-bowel obstruction. Complications: none. Specimens removed: hernia sac and mesh. Skin. History: (B)(6) is a 41-year-old female who presented to my office approximately a week ago with a recurrent incarcerated ventral incisional hernia. She has had this hernia repaired 3 times previously with mesh. The decision at that time was to proceed with a CT scan of the abdomen and pelvis to further evaluate the anatomy of the hernia. Unfortunately, she began having worsening abdominal pain, nausea and vomiting and presented to the emergency department. A CT scan was performed at that time, which revealed a large ventral incisional hernia, which was incarcerated. The decision was made to proceed to the operating room for exploratory laparotomy and repair of the ventral incisional hernia. The risks and benefits were discussed, informed consent was obtained. Description: ¿patient was brought to the operating room, placed on operating table in supine position. The patient was properly identified and a time-out was performed. General endotracheal anesthesia was administered. The abdomen was prepped and draped in the usual fashion. A vertical midline incision was made from just inferior to the xiphoid to just inferior to the umbilicus using a scalpel. We carefully worked our way down to the peritoneum. We did enter the peritoneal cavity. There were multiple fascial defects containing bowel. There were at least 5 fascial defects, creating a swiss cheese like hernia. Adhesions from the bowel to the anterior abdominal wall, hernia defects, and previous mesh repairs were taken down. We resected the hernia sac to include several pieces of mesh that were wadded up. There was piece of gore-tex, which was present at the inferior portion of the incision, which was intact. This was left in place. The bowel was run from the ligament of treitz all the way down to the distal sigmoid. In the small bowel, there was an area of high-grade obstruction likely from previous adhesive scar tissue. The decision was made to resect this segment of small bowel. This was done using a gia linear cutter stapler with a tissue load in a functional end-to-end, side-to-side fashion. The abdominal cavity was thoroughly irrigated out. Hemostasis was confirmed. At this point, a component separation (lateral release) was performed. The subcutaneous tissue was dissected off of the underlying fascia bilaterally. The external obliques bilaterally were divided using electrocautery from the costal margin all the way down to the iliac crest. This gave us several centimeters of mobility bilaterally. We then took a piece of strattice mesh and sutured it to the overlying fascia using interrupted ethibond suture. We again thoroughly irrigated the incision out. The fascia was then reapproximated using interrupted vicryl suture. At this point, we excised excessive skin that was present bilaterally. This was passed off as specimen. That area was thoroughly irrigated out again. Hemostasis again was confirmed. Two 19-round blake drains were placed in the subcutaneous space. The subcutaneous space was reapproximated using interrupted vicryl suture. The skin was then reapproximated using staples. At the end of the procedure, the instrument count was correct. The patient tolerated the procedure well. There were no complications. (B)(6) was present and scrubbed during the entire procedure.¿ (B)(6) 2015: [facility ni]. (B)(6). Pathology report. Accession #: (B)(6). Diagnosis: a. Consistent with hernia sac showing mesh material with foreign body reaction. B. Small bowel segmental resection: small bowel showing serosal reaction including fibrinous degeneration, granulation tissue and fibrosis. Specimen source: a. Hernia sac. B. Small bowel segment. Clinical information: diagnosis/clinical information: ventral hernia with small bowel obstruction. Gross examination: a, in formalin consisting of thick fibromembranous tissue, in two parts, 19 x 8 x 2 cm and 22 x 10 x 3 cm. The membranous tissue includes a sac, the inner lining which is thick and variable, somewhat yellow with petechial hemorrhages and somewhat thick and folded. The wall shows a nodule which upon sectioning represents foreign material compatible with mesh. This is [sic] nodule is 6 x 3 cm. Representative portions are taken. B, in formalin, consisting of a segment of bowel measuring approximately 12 x 4 cm. The serosa is smooth. There is an area of scarring in the mid portion with some focal kinking. Upon opening, there is minimal narrowing of the lumen at this point. Elsewhere, the folds are normal in appearance maybe slightly edematous, without ulceration or tumor seen. Representative portions are taken. Microscopic examination: a, sections show mesothelial lined thickened fibrous tissue consistent with hernia sac wall. Within this wall, there is evidence of mesh material. Adjacent to this, there is evidence of inflammation and fibrinoid necrosis, the inflammation showing features of foreign body reaction. B, the serosal surface is thickened and fibrotic, with fibrinoid degeneration, granulation tissue, formation and fibrosis. The mucosa is negative for atypia. (B)(6) 2015: (B)(6). Operative report. Preoperative diagnosis: recurrent reducible ventral hernia. Postoperative diagnoses: ventral hernia, reducible. Right cystic ovary. Extensive adhesions. Procedures: exploratory laparotomy, extensive lysis of adhesions, right oophorectomy, and ventral hernia repair with ventralight mesh and placement of a __ [sic] wound vac. Complications: none. Indication: (B)(6) is an unfortunate 41-year-old female with a history of multiple recurrent ventral hernias, which unfortunately she developed another ventral hernia in the upper abdominal wall area. This was reducible in the clinic; however, she wanted this repaired. It was decided that she would undergo an exploratory laparotomy and a ventral hernia repair with mesh. Informed consent was obtained and all questions were answered to their satisfaction. Detail: ¿(B)(6) was brought back to the operating room, placed on the or table in supine position. A general endotracheal anesthesia was administered. Abdomen was prepped and draped in usual sterile fashion. A time-out was then performed. An upper midline laparotomy was then made measuring from the subxiphoid process to the supraumbilical region. Careful dissection was used in order to enter the intraperitoneal space. We immediately encountered a large hernia sac, which we dissected around in order for us to gain intraperitoneal exposure. Extensive lysis of adhesions was undertaken in order to fully dissect out the sac and allow us circumferential access to the existing abdominal wall fascia. After this, upon further palpation of outside of the abdominal wall, it was noted that she had swiss-cheese type defects in her fascial abdomen, and many of these swiss-cheese holes were connected with the main hernia defect in order to obtain a better repair. While evaluating the abdominal wall, we noted a very large cyst of the right ovary. This cyst measured about 4 inches in diameter and we had an intraoperative consult with (B)(6) who scrubbed in and helped us remove the ovary and cyst. This was only done on the right side. After this, we focused our attentions on creating a fascial flap in order for us to attach our mesh to. We did this circumferentially around the hernia defect, making sure that we would be able to get at least 5 cm of overlap of the fascia over the mesh. An underlay technique was then used to fasten and close the fascial layer of the abdomen using ventralight mesh. The ventralight mesh was parachuted underneath the fascial layer and then the fascial layer above was closed using a running looped #1 pds. Above this layer, the subcutaneous tissues were closed using interrupted 2-0 vicryl stitches and then the skin layer was closed with staples, and a __ [sic] wound management system was placed over this incision. Before we had placed the mesh and closed the wound, we thoroughly irrigated both the abdominal cavity and the subcutaneous tissues above the level where the mesh was placed. This concluded the end of the procedure. Patient was awoken, extubated, and taken to the pacu for recovery. Patient will be admitted.¿ (B)(6) 2015: (B)(6). Implant record. Mesh, hernia ventral. Manufacturer: davol, inc. Site: abdomen. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions d17: appropriate code/term not available. For ¿withdrawn¿ complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8251702. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn¿ complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8251702. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn¿ complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8251702. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred. It was reported the patient alleges the following injuries: abdominal wall abscess around the mesh, seroma requiring an additional surgery on (B)(6) 2013. Additional event specific information was not provided.